Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and the plunger head was full of contamination. A review of the event history log identified force sensor test and base not responding errors in history. During functional testing using the power up process the reported issue of force sensor test error was duplicated. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced all parts of the plunger head for the force sensor test error and replaced interconnect board as a preventative measure for the base not responding error in history. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited a force sensor test and the base was not responding. No patient injury was reported.